Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked inside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The pusher wire did not show damages/abnormalities. The main coil was found in good condition, no damages were encountered. The main coil was advanced through the introducer sheath and no resistance was felt, it was deployed without problems.

Event description:
It was reported that the device was spilt into two. A 10mm x 20cm interlock-35 was selected for use. The proximal end of the coil was noted to be splitting into two, consequently preventing the insertion of the device into the introducer sheath. The procedure was then completed by changing the coil. There were no patient complications reported.

Event description:
It was reported that the device was spilt into two. A 10mm x 20cm interlock-35 was selected for use. The proximal end of the coil was noted to be splitting into two, consequently preventing the insertion of the device into the introducer sheath. The procedure was then completed by changing the coil. There were no patient complications reported.